Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. A customer reported receiving a ¿hi¿ (readings greater than 500 mg/dl) message on the sensor and based on the scan, the customer self-treated with insulin (type/dose unknown). Consequently, the customer experienced symptoms of trembling, sweating, and cold and had contact with a healthcare provider who provided unspecified medical treatment to boost the customer¿s glucose. No further information was provided. There was no report of death or permanent injury associated with this event. A sensor scan of 27.9 mmol/l was compared to a built-in meter reading of 2.0 mmol/l and when the results plotted on a parkes error grid, fell into the "e" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. A customer reported receiving a ¿hi¿ (readings greater than 500 mg/dl) message on the sensor and based on the scan, the customer self-treated with insulin (type/dose unknown). Consequently, the customer experienced symptoms of trembling, sweating, and cold and had contact with a healthcare provider who provided unspecified medical treatment to boost the customer¿s glucose. No further information was provided. There was no report of death or permanent injury associated with this event. A sensor scan of 27.9 mmol/l was compared to a built-in meter reading of 2.0 mmol/l and when the results plotted on a parkes error grid, fell into the "e" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination).inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. A customer reported receiving a ¿hi¿ (readings greater than 500 mg/dl) message on the sensor and based on the scan, the customer self-treated with insulin (type/dose unknown). Consequently, the customer experienced symptoms of trembling, sweating, and cold and had contact with a healthcare provider who provided unspecified medical treatment to boost the customer¿s glucose. No further information was provided. There was no report of death or permanent injury associated with this event. A sensor scan of 27.9 mmol/l was compared to a built-in meter reading of 2.0 mmol/l and when the results plotted on a parkes error grid, fell into the "e" zone showing the difference in values to be clinically significant.